Manufacturer narrative:
The reporter's meter and test strips were provided for investigation, where they were tested using retention controls. Medwatch field d9 was updated. Level 1 testing results (qc range = 0.9-1.3 inr): qc 1: 1.1 inr. Level 2 testing results (qc range = 2.1 - 3.3 inr): qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged results were not observed in the meter's patient result memory. However, the customer's alleged results are observed in the meter's patient result memory as %quick instead of inr. It is believed the customer's meter was incorrectly set to the wrong unit of %quick and incorrectly interpreted as inr. For example, the customer's alleged result of 6.7 inr on 17-dec-2025 was actually observed as 1.2 inr and 67 %q. Product labeling states: "when testing for inr, you must confirm that the measured result is displayed in inr prior to using the result and whenever the date and time settings are modified. To reset the measuring unit to inr, follow the instructions in the testing a blood sample section of the coaguchek xs system user manual for self-testing, version 8.0 and higher or call the roche diagnostics technical service center at 1-800-428-4674 for assistance, if the result is displayed in %q or sec." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. The customer was tested on a professional coaguchek xs meter, and the result was 1.3 inr. The customer tested on their own meter, and the result was 6.7 inr. Repeated the test on their meter, and the result was 6.0 inr. All results were within 4 hours of each other. The doctor questioned the customer's meter results. The customer's therapeutic range is 1.8-2.4 inr or 1.5inr-2.5inr.

Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3: occupation is patient/consumer.